Event description:
It was reported that the patient complained of seeing double vision after being implanted with a za9003 intraocular lens in their left eye. It was also stated that the patient has a mild form of fruste keratoconus. The lens remains implanted at the time of receiving the complaint. It was reported that the visual acuity (va) is 20/25 and refraction is -1.00+1.00@65. Follow-up with the doctor indicated that when the patient is given the refraction, it improves. No further information was provided.

Manufacturer narrative:
Date of event: unknown. Explant date is not applicable; the lens remains implanted at the time of submitting the medical device report. (B)(4). The lens is not expected to be returned at this time. The lens remains implanted at the time of submitting the medical device report. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.